Event description:
It was reported that after an interventional procedure, arteriotomy closure of a mildly calcified and mildly tortuous common femoral artery was attempted using a perclose proglide device. Reportedly, after the needle plunger was pushed and removed, the suture was not connected with the needle. Manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was reported that the femoral angiogram revealed mild calcification at the common femoral artery access site. The instructions for use state under special patient populations that the safety and effectiveness of the perclose proglide smc devices have not been established in patient populations with femoral artery calcium, which is fluoroscopically visible at the access site. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported suture retrieval issue was confirmed. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar suture retrieval issue incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.